Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer pfo occluder was chosen for implant using a unknown size amplatzer trevisio intravascular delivery system. During procedure, a 5000 units of heparin was given and the occluder was successfully implanted. On (B)(6) 2025, the patient presented with left arm weakness and left arm went limp. The patient also had a bloody nose and it got resolved. The symptoms lasted less than one minute and got resolved. Some medications were administered. The patient was reported discharged.

Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer pfo occluder was chosen for implant using an unknown size amplatzer trevisio intravascular delivery system. During procedure, a 5000 units of heparin was given and the occluder was successfully implanted. On (B)(6) 2025, the patient presented with left arm weakness and left arm went limp. The patient also had a bloody nose and it got resolved. The symptoms lasted less than one minute and got resolved. Some medications were administered. The patient was reported discharged. On (B)(6) 2025, a loop recorder was placed.

Manufacturer narrative:
An event health related of movement disorder was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported movement disorder could be related to insufficient blood flow, however this could not be confirmed. An unexpected medical intervention was performed as the patient was administered medicine to treat the movement event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.